Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with hemoglobin (hgb) levels below normal due to gastrointestinal (gi) bleeding. The patient was treated with two units of packed red blood cells (prbc) and intravenous (IV) proton-pump inhibitor (ppi). A capsule endoscopy/colonoscopy was performed and did not reveal bleeding. It was further reported that the patient was re-admitted twelve days later and was treated with two more units of prbc. An upper gastrointestinal (ugi) series x-ray revealed bleeding, and the gastric stomach wall was clipped. Based on the available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, bleeding is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding, hgb levels below normal, and blood in the stool. Possible factors that may have led to this event include, but are not limited, to the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and/or issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for blood in the stool and gastrointestinal bleed (gib) again. It was stated that the patient had hemoglobin (hgb) levels below normal and international normalized ratio (inr) was therapeutic. The patient was treated with two units of packed red blood cells (prbc) and intravenous (IV) proton-pump inhibitor. A capsule endoscopy / colonoscopy was performed and resulted with no bleeding observed and the patient was discharged. It was further reported that the patient returned twelve days later with hgb below normal and was treated with two more units of prbc. An upper gastrointestinal series (ugi) x- ray was performed and results showed bleeding, the gastric stomach wall was clipped. The vad remains in use. No further patient complications have been reported as a result of this event.